Manufacturer narrative:
The t:slim g4 pump user guide states: always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of above 376 mg/dl. The customer delivered a manual injection, correction bolus, and changed the supplies on the pump to address bg level. System check was performed with tandem technical support and showed that the pump time was off by 15 minutes. Reportedly, the customer accidentally set the time incorrectly on the pump. Tandem technical support assisted the customer on successfully editing the time. Recommendation was made to consult with healthcare provider for possible factors that may affect bg levels.